Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that he is receiving a no delivery alarm during priming. Customer's blood glucose was 82 mg/dl. Did troubleshooting and advised customer that his infusion set would need to be replaced.